Manufacturer narrative:
Investigation summary: one presentation box containing fifty unopened packages was received. The product used at the time of the complaint was not returned. Visual inspection of the provided samples did not reveal any defects or anomalies. All returned needles and needle-pro devices were found to be assembled within the packages prior to opening. The report stated that "syringes have been seeping around the plunger." To evaluate the customers complaint, the returned samples were tested. Prior to testing, the needle-pro was tightened to the syringe and needle to the pro, using a push and a slight twist and the caps manually removed. No leakage past the plunger was observed. Based on the results of the provided returned samples the complaint could not be confirmed. At this time, no further actions will be taken. Complaint information will continue to be monitored for any new information and further actions taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that medication was seeping around the plunger (like it is not a tight seal). There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.